Event description:
It was reported the customer was experiencing high blood glucose. The customer also stated that they were hospitalized for their high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 600 mg/dl. Customer reported they were feeling pain, nausea, headaches, and dizziness prior to being hospitalized. The customer also stated they were treated with syringes while they were in the hospital. Customer was also unsure whether their high blood glucose event was caused by a malfunction with the insulin pump or a bad bottle of insulin. Troubleshooting did not find any issues with the customer's in the alarm history. Customer declined to troubleshoot for the alarm. Customer requested to have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted. No rewind anomaly or unexpected motor noise noted. Unit had minor scratched display window and cracked reservoir tube lip.